Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to unauthorized repair which is improper device maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air reamer device motor seized, moved heavily and was jammed. It was further determined that the device failed pretest for general condition, check the attachment coupling, check for free movement, check function of forward/reverse and check the starting behavior. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown, however it was noted that the event occurred in 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial medwatch that the device was returned for evaluation on dec 21, 2017. Upon complaint review, it was determined that the correct date is jan 04, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.